Event description:
It was reported that during a subtotal colectomy, the surgeon was able to grasp the closing lever, but could not grasp the firing trigger completely from the third firing. The device stopped cutting at mid firing and the staples were malformed at the distal end of the staple line. Another device was used to complete the procedure. There was no patient consequence.